Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Upon evaluation all parts returned for review functioned as intended. The end user reported while he was operating the motorized wheelchair, without the use of a seat belt, it went off of a sidewalk. The owner's manual warns; "always set the joystick/controller speed/response to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum", and "always use the seat belt".

Event description:
End user alleges while operating the motorized wheelchair on sidewalk the unit went off of sidewalk and over onto its side. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user was hospitalized.